Event description:
It was reported that this right ventricular (rv) lead exhibited a low, out of range pacing impedance (less than 200 ohms). The rv lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). A new rv lead was implanted successfully. Besides surgical intervention, no adverse patient effects were reported.